Manufacturer narrative:
Manufacturing review: per the lot history review, this is the first complaint reported for this lot number and issue to date. Based upon the severity level and lot quantity, a device history records (DHR) review is not required. Visual inspection: the sample was returned. The safety clip was missing upon receipt. The tuohy borst valve was loose. The 2-way stop cock was open. The stent graft was in place and not released. Functional/performance evaluation: due to the dried blood on the loaded stent graft, the stent graft could not be deployed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for deployment failure based on the condition of the returned sample. In addition, the stent graft could not be released during functional testing. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment in an a-v loop graft of the forearm, the stent graft could not be deployed. After several unsuccessful attempts were made to deploy the stent graft, the entire device was removed and a new stent graft was used to complete the procedure. There was no reported patient injury.